Manufacturer narrative:
(B)(6) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced frequent urination and when he took a fingerstick the cgm was reading 65 mg/dl and the blood glucose reading was 538 mg/dl. The patient decided to go to the hospital and at the hospital he was treated with intravenous fluids. The patient stayed a total of 4 hours in the hospital, and by the time he was discharged his readings were stable. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.